Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles would not allow insulin to flow. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9113866. It was reported that insulin did not flow during injection and had bruising from pushing hard to try to get the insulin to flow. Verbatim: consumer reported insulin did not flow during injection. Cannot remember if he primed first. Stated, has bruising as a result of pushing too hard to get insulin to flow. Did not seek medical for bruising. 3 pen needles affected on same day but he could not remember the date.

Event description:
It was reported that bd ultra fine¿ pen needles would not allow insulin to flow. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no. 320122 batch no. 9113866 it was reported that insulin did not flow during injection and had bruising from pushing hard to try to get the insulin to flow. Verbatim: consumer reported insulin did not flow during injection. Cannot remember if he primed first. Stated, has bruising as a result of pushing too hard to get insulin to flow. Did not seek medical for bruising. 3 pen needles affected on same day but he could not remember the date.

Manufacturer narrative:
H.6. Investigation: customer returned two (2) used 32gx4mm bd pen needles without tear drop labels attached. Consumer reported insulin did not flow during injection; stated, has bruising as a result of pushing too hard to get insulin to flow. Both returned pen needles were examined, and it was observed that one exhibited a bent non-patient end (npe) cannula, and the other exhibited a broken npe cannula. Both pen needles were tested for visual inspection of point geometry, outer diameter and lube coverage.it was observed that one of tested pen needles exhibited a hooked patient end (pe) cannula point. No evidence of manufacturing defects were observed on the returned samples. The bent and broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since both of the pen needles were returned after use, the probable cause of the bent npe cannula, broken npe cannula, and hooked pe cannula point is user error when using the pen needles. User error when attaching a pen needle to a pen injector may result in a bent or broken npe cannula. User error when removing the cannula shield, or user error during injection may result in a hooked pe cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.